Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. External/internal inspection was performed and passed. Temperature was within specifications and all pressures were correct and stable. A volumetric accuracy test was performed and the device failed. An inspection of the door assembly revealed the door piston foam was deteriorated and the door piston was cracked. The cause for the failed volumetric accuracy test was determined to be a cracked piston and piston foam having deteriorated. The piston foam and door piston were to be scrapped and the device was sent to service. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, therefore, there was no patient involved.